Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. It is expected behavior for the battery voltage to subsequently recover and return to normal levels once the device is removed from the cold temperatures. The battery did recover after the device was removed from the cold.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a pre-implant code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) determined that the presence of the fault was now permanent and will result in a permanent warning for battery status when interrogated by the programmer and possibly latitude. Ts advised to not implant this ICD and return it for analysis. Upon reviewing data from the disk, it was concluded that the fault code appeared due to a cold weather exposure. The device was not cleared for implant. The device was returned for analysis. No patient involvement.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a pre-implant code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) determined that the presence of the fault was now permanent and will result in a permanent warning for battery status when interrogated by the programmer and possibly latitude. Ts advised to not implant this ICD and return it for analysis. Upon reviewing data from the disk, it was concluded that the fault code appeared due to a cold weather exposure. The device was not cleared for implant. The device was returned for analysis. No patient involvement.